Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vaginal haemorrhage. Concomitant products included levonorgestrel (mirena). In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device ("positive fetal heart tones who gross abnormalities"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she need additional surgery. Diagnostic results: on (B)(6) 2009, positive fetal heart tones who gross abnormalities most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Event pregnancy with contraceptive device and device ineffective were added. Product, patient and reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('positive fetal heart tones who gross abnormalities') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included swelling nos, blurry vision, right upper quadrant pain and transient hypertension of pregnancy, postpartum. *on (B)(6) 2009, positive fetal heart tones who gross abnormalities. Concurrent conditions included vaginal haemorrhage. Concomitant products included hydrochlorothiazide (thiazide), levonorgestrel (mirena) and lisinopril. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she need additional surgery. She later had surgery to remove the essure implant (reported in summons only) discrepant information regarding essure removal-earlier patient was treated with surgery (to remove the essure implant)as per summons and now in current pfs essure is not removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified test) : yes. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event abdominal pain added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("positive fetal heart tones who gross abnormalities") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included swelling nos, blurry vision, right upper quadrant pain and transient hypertension of pregnancy, postpartum. *on (B)(6) 2009, positive fetal heart tones who gross abnormalities. Concurrent conditions included vaginal haemorrhage. Concomitant products included hydrochlorothiazide (thiazide), levonorgestrel (mirena) and lisinopril. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she need additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received : pregnancy information updated-(delivery date and pregnancy outcome updated from unknown to "live birth; outcome unknown" ).patients' medical history, lab details and concomitant drugs added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.